Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The provided product identification information did not match any known release of this part and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. A review of the instructions for use found prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. Use only neutral ph cleaners to decontaminate the camera head. Non-neutral ph cleaners may cause residue buildup, which may cause interference or damage the optical seals. Such damage will result in internal fogging and image discoloration. Carry and store the cable in loose coils to prevent kinks and stress on the internal wires. Avoid pinching or damaging the camera head cable. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during an acl procedure, the camera head had a red screen and a hazy picture due to a tear in its cable. This malfunctions caused a total loss of image. The procedure was successfully completed without significant delay using a competitor device (stryker). No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.